Event description:
It was reported that the capio slim used in a case on (B)(6) 2019 cut the suture end off during release of mechanism. The barb was not retrieved and left in patient. The doctor is very proficient with the capio slim and has used it for many years.

Manufacturer narrative:
(B)(4). Device history record of batch numbers 74l1801498, 74l1800695 & 74e1700353 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No non-conformance reports were originated for the lot's in question that can be associated to the complaint reported. DHR's shows that the product was assembled & inspected according to our specifications. No corrective action can be implemented due to the lack of product sample to perform a proper investigation to determine a root cause. Customer complaint cannot be confirmed due to the lack of product sample to perform a proper investigation and determine a root cause.

Manufacturer narrative:
Qn# (B)(4). The facility has communicated that the device is not available for investigation. A functional inspection of the product involved in the complaint could not be conducted since the product was not returned. A device history review could not be conducted since the lot number nor product code was provided. No corrective action can be implemented due to the lack of product code and batch number to perform a proper investigation to determine a root cause. Customer complaint cannot be confirmed due to the lack of product sample and batch number to perform a proper investigation and determine a root cause. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the capio slim used in a case on (B)(6) 2019 cut the suture end off during release of mechanism. The barb was not retrieved and left in patient. The doctor is very proficient with the capio slim and has used it for many years.